Event description:
Additional information received reported no troubleshooting was performed for the report of elective replacement indicator (eri). The cause was undetermined and it was unknown if eri eventually displayed. No actions/interventions were taken and it was unknown if the issue had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer was implanted due to parkinson¿s disease. While the reported implantable neurostimulator (ins) was used as usual, the battery voltage of the ins was 2.56 v; however, no elective replacement indicator (eri) was triggered, which should occur when battery voltage reaches below 2.6 v. It was noted the same day when another ins for another patient showed 2.56 v of battery voltage, eri was triggered. Device settings were unknown/not specified. It was unknown if any factors led to the event. No troubleshooting was performed. The issue was noted as not resolved at the time of the report.